Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient¿s blood glucose reached 470 mg/dl and upon inspection it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the abdomen. The patient was able to activate a new pod.

Manufacturer narrative:
The returned device was evaluated and investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The device was returned with the cannula assembly fully deployed and the needle completely retracted. The exact cause of the cannula dislodging could not be determined. Device's adhesive welds were inspected for any manufacturing deficiencies that could contribute to adhesion issues. No issues were found. The cause of the reported complaint could not be determined.